Manufacturer narrative:
The reported events were lead dislodgement and unspecified capture issue. The reported event of unspecified capture issue was not confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any anomalies.

Event description:
It was reported that the following day after implant that poor pacing was noted. During revision procedure, the pacemaker (pm) set screw was found to be stripped and right ventricle (rv) lead was dislodged. The physician concluded poor pacing due to rv lead dislodgement. The physician elected to explant and replace both the pm and rv lead. The patient was stable throughout.